Event description:
It was reported that during the second oscillation of a therapeutic hernia procedure, the tissue pad detached from the sonicbeat front-actuated grip. The procedure was successfully completed using a replacement of the same product. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h4. The device was returned to olympus for inspection and was able to confirm the peeling of the tissue pad. A definitive root cause could not be determined; however, the investigation suggests that the tissue pad peeling may have resulted from the following mechanism: the tissue pad was likely worn down, and portions detached due to ultrasound output being applied while the jaws were closed without gripping tissue, including after tissue had been transected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.